Event description:
The caller reported that the pump screen was dark and would not turn on. The blood glucose level at the time of the issue was not provided by the caller. The pump was determined to be under warranty, and a replacement was arranged. The caller was informed on how to use multiple daily injections as backup therapy and instructed to put the pump into storage mode before returning it to tandem within 10 days using a pre-paid label.